Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (15 mg/ml at 11.915 mg/day) via an implanted pump. The patient reported seeing code 8476 (motor stall) on her ptm (personal therapy manager) beginning today and her pump alarm was going off every 2 minutes. Her pump had been refilled yesterday ((B)(6) 2020). The patient was redirected to her healthcare professional (hcp) to have her pump checked. Additional information was received on (B)(6) 2020 from the hcp via a company representative who reported that the motor stall occurred yesterday at 12:10 p.m. At the exact same time the patient was getting blood drawn. The hcp stated that the facility where she was getting the blood drawn had an MRI machine and it was possible that she was right next to it at 12:10 pm. During the call, the hcp interrogated the pump to check for a recovery and no recovery was noted in the logs since the pump stalled yesterday. It was suggested that they check the pump again in 20 minutes and then call back for further considerations if the motor stall recovery did not occur. The hcp did callback after waiting the 20 minutes and stated that the pump was still in a motor stall. Additional information was received on (B)(6) 2020, and it was reported that the pump recovered on (B)(6) 2020, but then went back into a motor stall on (B)(6) 2020 and had not recovered as (B)(6) 2020. The pump was replaced.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.